Event description:
It was reported that the pt's critical alarm was heard. The critical pump alarm was confirmed by telemetry. The logs showed multiple stalls that started on (B)(6), 2011 with the last one on (B)(6), 2011. The pump never recovered. The pt reportedly had increased pain and other withdrawal symptoms. It was further reported that the pump was replaced, the pump was interrogated and the logs were reviewed. The logs confirmed a series of motor stalls. The pt's pump was replaced and the pt was doing well. The drug in the pump at the time of the event was dilaudid.

Manufacturer narrative:
(B)(4).